Event description:
It was reported that customer experienced cgm error 42 while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, and technical support provided complete pump reset information and walked customer through pump reset to address issue.